Manufacturer narrative:
Investigation summary: it was reported that there is a leak. One sample was returned for investigation. The set was examined for defects and abnormalities. The tubing appeared to be deformed at the male luer connector. No defects or abnormalities were observed. The set was primed with blue dye water and a leak was observed coming from where the tubing meets the male luer connector. From the manufacturer's investigation, the root cause is unknown. The potential scenario is that could be related to incorrect insertion of the tubing in the solvent dispenser by the production personnel that generated the damage in the tubing, there have been improvements to facilitate the insertion of the tubing to the solvent dispensers. Potential lot reported was manufactured in august 2024, before actions implemented in the procedure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was kinked he following information was received by the initial reporter with the following verbatim. It was reported by customer that the infusion line is leaking where the tubbing meets the bottom connector. No issue noted with packaging when line initially made. Plastic tubing appears to be bent and incorrectly inserted in to end hub.